Event description:
It was reported that the healthcare provider was only able to aspirate 1/2cc from the catheter and then was unable to inject anything into the catheter to perform a dye study. Per the reporter, the pt experienced a "change in mental status"; no further details were provided. The pump and catheter were replaced. During the replacement, upon accessing the catheter, they saw csf. The catheter did have a bend in it after explanting and it was thought that there was probably a hole in it. The pt was started on 200mcg/day of lioresal as the pt "could be naive"; previously, the pt was on 1000mcg/day. Following the replacement, the pt was "ok" and stable; they had not increased her dose as of yet.

Manufacturer narrative:
(B) (4).